Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump): per email (medwatch report mw5105944, report date: 04-dec-2021): spontaneous. Pt's spouse reporting that after running for 6 hours the pump will alarm with no error message and medication is no longer running. They mixed new cassette and were able to continue infusion ; no adverse effects reported. Affected cassette lot number 4163625/ expiration date 07/15/2026; not available for return. Pump serial number not provided. Patient was already sent a replacement pump on (B)(6) 2021 and pump does not seem to be the problem in this case. Patient sent replacement cassettes only no other information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to (8)(6) by pt/caregiver. Additional information received and attached by ICU medical on (20-jan-2022) 2022): pump serial number not available, cassette and pump not available for return. Event date unknown, patient reported to pharmacy on (B)(6) 2021.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.